Manufacturer narrative:
The catheter was not returned for analysis as it was discarded by the facility; however, a picture of the catheter was provided for investigators. The image showed a bent guidewire lumen. Investigators were able to confirm that the guidewire lumen had become kinked and damaged, however, without the actual device to investigate they were unable to determine the root cause of the malfunction.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, it was reported the guidewire became stuck during the procedure. Physician tried to retract the wire and it was unable to be removed. The catheter and wire were removed together. After removal, it was discovered that the wire had punctured thru the shaft of the catheter. No tissue was seen at the tip of the catheter or guidewire. No other issues were identified with the device. The procedure was completed after opening a new catheter and wire. A bsc rosen guidewire was used. The procedure was completed with no patient complications and the catheter is not expected to be returned as it was disposed of by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, it was reported the guidewire became stuck during the procedure. Physician tried to retract the wire and it was unable to be removed. The catheter and wire were removed together. After removal, it was discovered that the wire had punctured thru the shaft of the catheter. No tissue was seen at the tip of the catheter or guidewire. No other issues were identified with the device. The procedure was completed after opening a new catheter and wire. A bsc rosen guidewire was used. The procedure was completed with no patient complications and the catheter is not expected to be returned as it was disposed of by the facility.